Event description:
Report for pt 1 of 2: 12.6 total hgb with hgbpro vs. 10.4 with reference laboratory system. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. MFR results - customer complaint could not be confirmed.